Manufacturer narrative:
The biomedical engineer (bme) confirmed the battery was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a battery failure error on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme verified the diagnostic code in the device event log device. The battery's manufacturer date was confirmed as december 2012. The rse informed the bme of the manufacturer's recommendation battery replacement every five years. The investigation is ongoing.